Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the touchscreen calibration was misaligned. The unit was not in patient use. The service engineer confirmed that the responded position was misaligned with the touched position, so the touch screen was calibrated but the phenomenon was not improved. The service engineer replaced the touchscreen then confirmed that the phenomenon was improved. The unit was checked overall, cleaned, run in tests, and functionally tested. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The touchscreen was received for failure investigation. Visual inspection observed no scratching or other damage. Failure analysis was performed, and no fault was found. The customer complaint was not verified.